Event description:
Emergency coronary bypass surgery was being done and the pt was on bypass machine when all the anesthesia monitors went blank. Monitor resumed functioning on own in 8-10 mins after episode began.